Manufacturer narrative:
Continuation of d11: d274drg ICD, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient¿s right ventricular (rv) lead dislodged approximately one month after implant. The rv lead was explanted and a chronic lead was reused. No patient complications have been reported as a result of this event.